Event description:
A respiratory therapist from the home healthcare dealer reported, "the patient's heart stopped beating and the vent did not alarm." Subsequently, in a notice received by the company dated 10/27/06, an attorney representing the family of the pt alleges that as a result of the nurse's "negligent acts or omissions, (the patient) suffered a cardiac and/or respiratory arrest resulting in severe brain damage leaving her in what is essentially a permanent vegetative state." The notice further alleges that the ventilator "did not function properly and this also caused or contributed to cause the injuries to (the patient)."